Manufacturer narrative:
Concomitant medical products: 900sfc228 heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance. The ra lead was reprogrammed, an epicardial lead was added and the ra lead remains in use. No patient complications have been reported as a result of this event.